Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump functioned properly during the prime, excessive no delivery and displacement tests. No excessive no delivery alarm was noted. The insulin pump was received with a cracked reservoir tube lip and a cracked belt clip slot.

Event description:
Customer reported issues with the insulin pump. Customer reported no delivery alarms. The blood glucose reading is 432 mg/dl. The insulin pump will be replaced. Nothing further reported.